Event description:
It was reported that the patient receive an inappropriate shock as the result of t-wave oversensing (twos). It was recommended that the sensitivity on the patient's right ventricular (rv) lead be changed. This change was implemented and the rv lead remains in use. Also reviewed was the twos discriminator of the patient's implantable cardioverter defibrillator (ICD) but this was operating as expected and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.